Event description:
It was reported that a minimum fill notification occurred twice, once on (B)(6) 2023 and once on (B)(6) 2023, after the user filled each of the cartridges with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve both issues. Customer¿s blood glucose levels were 138 and 97 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.